Manufacturer narrative:
Results and conclusion summation: allergic reaction and restenosis, as listed in the xience IFU, are known adverse events with coronary stenting and are not an indication of a quality issue. The IFU states "xience stents are contraindicated for use with patients that have: allergic reaction or hypersensitivity to contrast agent or cobalt, chromium, nickel, tungsten, acrylic and fluoropolymers; and drug reactions to antiplatelet drugs or contrast agent... When multiple drug-eluting stents are required, use only xience stents to avoid potential interactions with other drug-eluting or coated stents". A root cause of the patient effects and relationship to the device cannot be determined.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: possible allergic reaction/restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported by that the patient was under a physician's care for an allergic reaction, possibly related to the drug coated stent. The patient had a xience v stent implanted in the mid lad in late 2008. Prior to this procedure, the patient had implanted in previous procedures another company's stents (6 in total), all of which had restenosed. In early 2009, the patient was rehospitalized for an angiogram and it was noted that the xience v stent had restenosed 70/80%. CABG was planned at this time; however, the surgery did not take place until the following month. During the surgical intervention, the patient also underwent a transmyocardial laser revascularization on a new lesion, in a different vessel. No additional event or patient information is available.